Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. Per operational and diagnostic analysis confirms the reported functional issue. Per service manual operational and diagnostic analysis confirmed that the device would not function as it would not rotate the shaver blade due to a seized motor. Additionally, the cable was causing the unit to display a short error message, the keypad was not responding to touch, and the locking head was heavily scratched during disassembly of the device. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by replacing the motor, cable assembly, keypad pcb, and locking head. Performed replacement of internal seals. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The defective motor, cable and the keypad are responsible for the reported functional issue. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported these shavers hand pieces had been sitting in csd with fault tags attached to them but no one from the hospital had contacted depuy synthes. Jnj representative discovered them and will return for evaluation. The tags attached have a explanation as to what the fault was .